Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). Inherent risk of procedure (stent dislodgement). No results available since no evaluation performed (device or procedural images not provided for review). (Device not returned for evaluation). Evaluation conclusions: unable to confirm complaint (device or procedural images not provided for review). Known inherent risk of procedure (stent dislodgement). (Root cause of the event could not be determined). (B)(4).

Manufacturer narrative:
Evaluation results: failure to follow instructions (balloon appears to have been inflated before reaching the lesion). Patient¿s condition affected effectiveness of device (cine images show a tortuous vessel with evidence of calcification.) Evaluation conclusions: device failure/lack of effectiveness related to patient condition (cine images show a tortuous vessel with evidence of calcification.) Failure to follow instructions ¿ (balloon appears to have been inflated before reaching the lesion).

Event description:
Evaluation summary: the stent was not returned with the device. The catheter was severely deformed. The hypotube was kinked in a number of sections. The hypotube was kinked at its attachment to the strain relief. The hypotube was kinked at 6cm, 33.5cm, 53cm and 92cm distal to the strain relief. The transition shaft was severely kinked. The distal tip was also kinked at the balloon bond of the catheter. The balloon appeared to be used and inflated. There appeared to be crimp impressions on the balloon. Image review: analysis of the returned images shows that the device had difficulty accessing the target area in the vessel. There were a number of attempts to access the target lesion and this most likely resulted in the stent becoming dislodged. The balloon also appears to have been inflated in the cag images. From review of the cag images there was evidence of calcification in the vessel and the vessel appeared tortuous.

Event description:
A physician attempted to use a 3.0mm diameter x 18mm length integrity rx bare metal stent. When attempting to pass the catheter over the guide wire (double guide 0.14) the stent mobilized from its position. The assembly was removed from patient. A second guidewire was used to remove the stent from patient by rotating and retracting the wire. The device was replaced and no further patient complications were reported.